Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer states that the weld broke on the leg so when you apply pressure to the lock the entire assembly rotates.